Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("partially embedded in the specimen are 2 essure wires") in a female patient who had essure inserted (lot no. 646014-invalid). Additional non-serious events are detailed below. The patient had a medical history of multiparous, anemia, abnormal uterine bleeding and leiomyoma. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), heavy menstrual bleeding ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: patient symptoms have become severe and problematic, she will continue to seek treatment and discuss possible removal at the appropriate time. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): confirmed essure coils were properly in place and that her fallopian tubes were occluded (B)(4) -invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2023: quality safety evaluation of ptc. We received an invalid lot number in this case.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("partially embedded in the specimen are 2 essure wires") in a female patient who had essure inserted (lot no. 646014-invalid). Additional non-serious events are detailed below. The patient had a medical history of multiparous, anemia, abnormal uterine bleeding and leiomyoma. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), heavy menstrual bleeding ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: patient symptoms have become severe and problematic, she will continue to seek treatment and discuss possible removal at the appropriate time. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): confirmed essure coils were properly in place and that her fallopian tubes were occluded. 646014-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2022: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("partially embedded in the specimen are 2 essure wires") in a female patient who had essure inserted (lot no. 646014). Additional non-serious events are detailed below. The patient had a medical history of multiparous, anemia, abnormal uterine bleeding and leiomyoma. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), heavy menstrual bleeding ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: patient symptoms have become severe and problematic, she will continue to seek treatment and discuss possible removal at the appropriate time. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): confirmed essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2022: medical records received. Reporter information, patient date of birth, product lot number, removal details, action taken with drug, event: partially embedded in the specimen are 2 essure wires, medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.